Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had poor tip alignment. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. A visual inspection revealed no grip misalignment. There was charring and localized melting at the grip base between the jaws. No damage was observed to the conductor wire, and the instrument successfully passed the electrical continuity test. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was not noticed. It is not certain whether the damage occurred in this case, but the maryland bipolar forceps are sometimes used with an external generator in other cases, so it is possible that the insulating part was burned without being noticed at that time. There was no patient injury.

Event description:
Refer to h11 for follow-up information.